Manufacturer narrative:
Results of investigation: it was reported that a revision surgery of the rt system was performed due to unknown reasons. The parts were not returned for investigation. A review of the complaint history revealed no other complaints with the same reported failure mode and lot-number as the affected devices. No deviations from the standard manufacturing process of the affected devices were detected. According to the risk evaluation, the reported risks are covered in the corresponding risk assessment document. For a medical assessment, not enough information is available to classify the clinical signs, symptoms and conditions of this incident. Based on the conducted investigation, the root cause of the failure could not be determined conclusively. No further actions have been initiated. The complaints will be reopened, should the parts will be returned or should additional information be received. Smith and nephew will continue to monitor this device for similar issues. (The following reports are all related to the same event, but a different device reported: 9613369-2019-00067, 9613369-2019-00070, 9613369-2019-00072, 9613369-2019-00071, 1020279-2019-03476, 9613369-2019-00068).

Event description:
A revision surgery of the rt system was performed due to unknown reasons.